Event description:
Complainant alleged that the device displayed an "exhalation system fault" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The product has been received the product we will be providing a follow-up report when our investigation is completed.